Event description:
On 2025-apr-21 (B)(4); (hcp): on (B)(6) 2025, information was received from an healthcare professional (hcp), regarding a patient receiving morphine and bupivacaine via an implantable pump for non-malignant pain. It was reported the hcp was getting alerts for pump motor stall and stop pump duration exceeded 48 hours while reading the patient's pump on (B)(6) 2021. The hcp stated that the patient has had multiple mris since the last pump refill. The hcp asked the patient and the patient stated, "I do think I had some symptoms (nausea, vomiting, diarrhea) recently", but the pump was not audibly alarming. The agent reviewed information regarding telemetry state and MRI and advised the hcp to check the pump logs again. Logs showed motor stall recovery on the date of the call. The troubleshooting steps that were taken on the call resolved the issue. The hcp called back (same date) and stated they were going todecrease the patient's dose. The estimated reservoir volume (erv) was 3.4ml and the actual reservoir volume (arv) was 9ml. They discussed telemetry state condition again and the hcp stated the pump has recovered from the stall.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.